Manufacturer narrative:
The device was received for evaluation. The device was found to operate within specification during functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Review of the event history log found only two occurrences of the 'improper shutdown messages for customer-reported allegation ' shuts off by itself.' The last occurrences of the error was on 2 years and 9 months prior to the reported event date. The alarms in the log were likely a result of normal pump operation. However, the log only cannot be used to confirm the reported problem. The reported condition 'it shuts off by itself' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shuts off by itself. The event occurred during programming/setup in nursing department. There was no patient involvement. No additional information is available.